Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they are no longer receiving therapeutic relief. They have had the device for more than a couple years and the pain is in a completely different place than it used to be. Patient wanted to know if they should talk to a representative about re evaluating the device or reprogramming it. Patient stated the pain was hurting them today and some days they can crank up the stimulation a little bit and have to crank it up way higher than when it was installed. Patient noted that some days when they look at the device the stimulation level is sometimes at 3. 6 or 3. 8 and it seems to go up and down by itself and they never noticed it doing that before. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). The cause is not known. Patient called in and stated their pain has shifted and is in a different spot then when they first received the implant. No mention was made of this going from 3.6 to 3.8 there is no record of adaptive stim ever being enabled for this patient. Patient has new pain per the email that was sent to rep on 4/10. No actions have been taken to resolve the issue. Patient was told by pats and rep to schedule an appointment with his hcp. Patient has not done so. No further actions unless patient schedules appt with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported the wires in their back are receding down their back, but the cause has not been determined. Pt is to have MRI and then re-evaluate, so the issue is not yet resolved.